Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device along with the internal paddles that were used during the event. Physio-control was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. Physio-control has recommended that the internal paddles assembly be replaced due to its age. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event they attempted to defibrillate a patient using internal paddles, however, their device was unable to obtain a waveform through the paddles. As a result, the device was unable to charge and shock the patient. The internal paddles being used during the event were part number 3327941-001, lot code 0409. The use of the initial device was reported to the FDA via initial medwatch report number 0003015876-2018-01711. Medical personnel then obtained a backup device, also a lifepak® 20e, and connected the same set of internal paddles. The device experienced the same issue. Medical personnel were unable to obtain a waveform through the paddles and, as a result, the device was unable to charge and shock the patient. This medwatch report is to document the use of the backup lifepak® 20e device during the event. Medical personnel then obtained a second backup device, a lifepak® 15. Medical personnel then used an internal paddles adapter to connect the same internal paddles to the lifepak® 15 device. Medical personnel were then able to successfully obtain a waveform through the internal paddles in order to charge the device and shock the patient. The patient, a (B)(6) female, did not survive the event. The patient had been post-operative for coronary artery bypass grafting (x2) when she went hypotensive. The patient¿s heart rhythm then went into ventricular fibrillation, thus requiring defibrillation. Medical personnel advised that the patient had been in ventricular fibrillation for approximately 20 minutes without receiving defibrillation due to not having a functional device (while medical personnel troubleshot their devices and obtained a secondary backup device). The customer advised that the doctor present during the event could not say for certain whether or not the device use contributed to the outcome of the patient. Per the risk manager, ¿in my investigation ¿ we cannot answer for certain, however we do know that early defibrillation leads to better outcomes."

Manufacturer narrative:
Physio-control downloaded the electronic records from the device for review. Upon review of the data associated with the reported event, physio-control observed that a 3-lead patient ECG cable was connected to the patient and to the device, however there was no evidence that the internal paddle cables were connected to this device at the time of the event. It was observed that the device operator pressed charge 1 minute 13 seconds after the device was powered on, resulting in the device displaying the connect cable message to prompt the user to connect the internal paddles. There were no other attempts to charge or shock recorded during the case. Based on the information available, physio-control concluded that it's reasonable to conclude that the likely cause of the reported issue was use error due to the internal paddles not being connected at the time of the event.

Event description:
The customer contacted physio-control to report that during an event they attempted to defibrillate a patient using internal paddles, however, their device was unable to obtain a waveform through the paddles. As a result, the device was unable to charge and shock the patient. The internal paddles being used during the event were part number 3327941-001, lot code 0409. The use of the initial device was reported to the FDA via initial medwatch report number 0003015876-2018-01711. Medical personnel then obtained a backup device, also a lifepak® 20e, and connected the same set of internal paddles. The device experienced the same issue. Medical personnel were unable to obtain a waveform through the paddles and, as a result, the device was unable to charge and shock the patient. This medwatch report is to document the use of the backup lifepak® 20e device during the event. Medical personnel then obtained a second backup device, a lifepak® 15. Medical personnel then used an internal paddles adapter to connect the same internal paddles to the lifepak® 15 device. Medical personnel were then able to successfully obtain a waveform through the internal paddles in order to charge the device and shock the patient. The patient, a (B)(6) female, did not survive the event. The patient had been post-operative for coronary artery bypass grafting (x2) when she went hypotensive. The patient¿s heart rhythm then went into ventricular fibrillation, thus requiring defibrillation. Medical personnel advised that the patient had been in ventricular fibrillation for approximately 20 minutes without receiving defibrillation due to not having a functional device (while medical personnel troubleshot their devices and obtained a secondary backup device). The customer advised that the doctor present during the event could not say for certain whether or not the device use contributed to the outcome of the patient. Per the risk manager, ¿in my investigation ¿ we cannot answer for certain, however we do know that early defibrillation leads to better outcomes."